Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02542. (B)(4). Approximate age of device: 3 months. The patient remains on lvad support. Additional information has been requested, but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced elevated lactate dehydrogenase with sub-therapeutic inr, and that the lvad produced intermittent high power readings. The patient had received a prior pump exchange on (B)(6) 2016, due to pump thrombosis. Additional information was requested, but not provided.

Manufacturer narrative:
Additional information: the report of pump power elevations was confirmed through the analysis of the submitted system controller log file. The submitted log file contained data from 02/12/2016 to 03/15/2017 and captured numerous elevations in pump power between 02/17/2017 and 03/14/2017; however, a specific cause for the elevation in pump power and the reported elevation in the patient¿s lactate dehydrogenase level could not be conclusively determined through this evaluation. The patient remains ongoing on vad support and no product was available for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase was elevated up to 854 u/l on (B)(6) 2017, but had decreased to 587 u/l as of (B)(6) 2017 and was stable. It was also reported that intermittent pump power elevations continued to occur; however, the patient and physicians decided to continue to monitor the situation at this time.